Event description:
Ccu personnel were attending to a patient, condition unknown. The patient was countershocked twice at 360 joules however allegedly the device did not deliver energy. The opinion of a failure of the device to deliver energy was based on the lack of muscular reaction to defibrillation therapy. A back up defibrillator was obtained and used to continue treatment. The patient was successfully resuscitated.